Event description:
Philips received a complaint by the clinical engineer on the v60 indicating that the values on the touch panel changed on their own, and it was impossible to change the settings. It was reported that there was no patient involvement at the time the issue was discovered as the issue was found during a regular inspection. No patient or user harm was reported. The device kept operating when the issue was observed, and there was no reported delay in therapy. The sales representative (rep) visited the hospital, performed a check, confirmed the issue, and replaced the device with another v60. The clinical engineer called technical support to report that the values on the touch panel changed on their own, and it was impossible to change the settings. The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported issue as the navigation ring was unresponsive. The pse found that the issue occurred repeatedly while trying to change the settings on the setting change screen; there were no items or values that were adjusted without pressing any buttons, and it was possible to adjust, confirm, and cancel values/operations on the touchscreen. Additionally, there was no occurrence of the prescription being changed automatically without any user input. The pse ultimately replaced the front bezel, confirmed that the software version was 3.20, cleaned the device, performed functional testing, and verified that the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Manufacturer narrative:
(B)(4).